Event description:
It was reported that caller did not see drops of insulin at end of tubing during fill tubing step, and caller also mentioned pump button was not working. There was no adverse impact to the customer¿s blood glucose level. Caller used room temperature insulin, did not reuse cartridge, followed guidance to use fill rod, and was instructed to continue filling tubing and to disconnect tubing and fill again, but issue persisted, so technical support arranged replacement pump, provided instructions for storage mode and pump return within 10 days, confirmed that caller would use multiple daily injections as backup therapy, and advised caller to enter pump settings and reconnect continuous glucose monitor once replacement pump was received.